Event description:
Three pt samples initially generating low results for co2 and calcium, which resulted higher when repeated by another methodology. Pt 1, initial bicarbonate (co2) gave 36 mmol/l; repeat gave 20 mmol/l. Initial calcium gave 8.9 mg/dl; repeat gave 7.3 mg/dl. Pt 2, initial co2 gave 38 mmol/l; repeat gave 20 mmol/l. Initial calcium gave 11.2 mg/dl; repeat gave 9.5 mg/dl. Pt 3, initial co2 gave 43 mmol/l; repeat gave 18 mmol/l. Initial calcium gave 11.7 mg/dl; repeat gave 10.9 mg/dl. Initial results were reported. Pts not adversely affected. The field svc rep found a problem with the main water pump and primed main water pump as well as performed necessary maintenance function to recover the system. Performance tests were performed.